Event description:
It is reported the patient underwent a cranioplasty operation on (B)(6) 2015; after the surgery the patient had muscle weakness while looking outward. A CT scan was performed (B)(6) 2015 and it was determined that the orbital hole was considerably smaller than the opposite side, especially in the lateral area. As a result, the surgeon performed a revision surgery on (B)(6) 2015 to modify the orbital hole. Upon follow up the sales associate stated "the muscle weakness was because the eyehole of the implant was to small and the implant was pushing on the muscle. Because of that the function of the muscle was limited." He also confirmed the htr was re-implanted in the patient, he is unsure if the plates and screws were re-used or discarded.

Manufacturer narrative:
The user facility is foreign; therefore, a facility medwatch report will not be available. Review of device history records show the lot released with no recorded anomaly or deviation. No product is available for evaluation, it is reported the implants may have been re-implanted in the patient or discarded. There is no reported complaint for the plates and screws used to fixate the htr implant. Based on the information provided they were explanted as a result of the htr implant being explanted for modifications and the plates and screws may have been reused to fixate the implant. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report three of five for the same event, see also 1032347-2015-00330, 1032347-2015-00331, 1032347-2015-00333 and 1032347-2015-00334.